Event description:
I have light bladder leakage and I have been using poise pads for about 6 years. In the beginning of (B)(6) 2017. I began experiencing vaginal burning. I went to the pharmacy and purchased over-the-counter vaginal cream but it did not help. I contacted my primary doctor and he began treating me for a uti, however, 3 days later, my urine culture came back negative. Over the course of the next week, the burning was getting steadily worse so I purchased cream for yeast infection. I used it for 7 days as directed but it did nothing. I made an appointment to see my gynecologist and was treated for another 7 days for a yeast infection but again my vaginal cultures came back negative. The burning continued so I went back to my gynecologist diagnosed me as having vulvitis and he put me on estrogen cream for two weeks. I stumbled on the poise pad reviews while researching treatment for vaginal burning. It is now (B)(6) 2017 and the burning continues. I stopped using the poise pads nevertheless, the inflammation is already there...I cannot find anything to take it away up to this point. It has been a very physically and psychologically distressing month or so with no relief in sight. Is the product over-the-counter: yes.